Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin on (B)(6)2025. On the same day, it was reported that the patient reported that her cgm was reading 400 mg/dl, and the bg meter was reading 199 mg/dl. No patient symptoms were reported. It was reported the patient went to a clinic due to not having a bg meter to use and for an unspecified injection. No other patient or event information was provided. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).